Event description:
The trestle luxe plate locking mechanism became detached while attempting to use the screw removal tool in order to relocate the screw in the c7 vertebrae. The 3-level plate which expands from the c4-c7 remains within the patient but no longer contains the blocking slide component at the c7.

Manufacturer narrative:
An evaluation of the suspect device is not possible. The identifying lot number has not been provided nor has the construct been removed from the patient. Additionally, the part/lot number of the screw removal tool used in the case is unknown. Upon the receipt of additional information and/or revision surgery, a follow-up report will be submitted. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position.